Manufacturer narrative:
(B)(4): the stent delivery system (sds) device with the stent was visually, tactilely and microscopically examined along the entire length. The balloon was tightly folded and the stent was located between the markerbands. There was blood visible in the distal shaft. Microscopic examination of the stent identified damage on the proximal end of the stent; four struts in the first proximal row were flared/bent back distally. Microscopic inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damage occurred. The right coronary artery (rca) was predilated with a 2.5x15mm quantum maverick balloon. A 3.00x32mm taxus liberte stent was then advanced to the rca but was unable to cross the lesion. After the physician went in and out of the non bsc guide catheter multiples times with the taxus liberte device in an attempt to cross the lesion, the physician noticed that the proximal stent struts were sticking up. The device was removed from the patient and the procedure was successfully completed with another of the same device. No patient complications were reported with the patient's current condition listed as 'okay'.